Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lia showed elevated sensing integrity counter (sic) and high rate non-sustained episodes. This was determined to be a false positive lia alert. The lead did exhibited t-wave oversensing (twos). The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that approximately five months later, a lia alert triggered again for elevated sic. It was determined that the episodes are being caused by intermittent twos with rapid ventricular response. The lead remains in use.